Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient had total knee replacement before. The surgeon did surgery on (B)(6), 2014 due to distal femur fracture. No abnormalities found during the surgery. After a one month, the patient found one screw breakage but she didn't go to the hospital for re-examination. When she went to the hospital again, totally 5 screws were broken after examination. The patient accepted a revision surgery. The patient has already recovered and discharged but she reported this case to (B)(6) on an unknown date. Currently (B)(6) has visited the hospital to investigate this issue. This is report 1 of 5 for (B)(4).

Event description:
It was reported that before the patient had the revision procedure she was experiencing pain.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.